Event description:
It was reported that during the implant of a left ventricular lead, the physician was unable to pass the guidewire past the first few centimeters of the lead, when loading the wire at the tip. The nurse was able to see the "coils in the lead stretching." The first lead was not used. A second lead was also attempted and not used for the same issue. A third lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed) and the lead appeared to have been damaged at implant. (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled and the lead appeared to have been damaged at implant.